Event description:
A lawsuit alleged that the patient experienced shortness of breath and fatigue. It was noted that the pacemaker had been wired incorrectly and provided no benefit to the patient's health. The patient was not aware of "all defects in the function and placement of the pacemaker" until the patient failed a mandated employment physical. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.